Manufacturer narrative:
Li z, zhang h, han j, et al. Time course and clinical relevance of neurological deterioration after endovascular recanalization therapy for anterior circulation large vessel occlusion stroke. Frontiers in aging neuroscience. 2021;13:651614. Doi:10.3389/fnagi.2021.651614. If information is provided in the future, a supplemental report will be issued.

Event description:
Li z, zhang h, han j, et al. Time course and clinical relevance of neurological deterioration after endovascular recanalization therapy for anterior circulation large vessel occlusion stroke. Frontiers in aging neuroscience. 2021;13:651614. Doi:10.3389/fnagi.2021.651614. Medtronic literature review found a report of patient complications in association with a solitaire device. The purpose of this article was to investigate the time course and clinical relevance of neurological deterioration (nd) after endovascular recanalization therapy (evt). There were 343 patients included in the study (155 female, mean age 68.5 years). The article does not state any technical issues during use of the solitaire. The following intra- or post-procedural outcomes were noted: -129 patients experienced neurological deterioration, which was defined as an increase of four points or more in the nihss score compared to the best neurological status during hospitalization. Of these, 94 were treated with a solitaire first during evt.